Event description:
In 2009, a customer called facility and reported that on an unspecified date, he was hospitalized for diabetic ketoacidosis as a result of a malfunctioning minimed insulin pump. The caller stated that he inserted a new infusion set without complication. That evening, he experienced hyperglycemic symptoms including thirst. He drank sweet tea and took a blood glucose reading of "hi," indicating a value above 600 mg/dl. The caller stated that he gave himself a shot of unidentified insulin and rec'd a blood glucose value of 380 mg/dl an unspecified time later. The caller then went to bed. The caller stated that the next morning, he woke up, drank coffee, and began vomiting, indicating that he felt flu-like symptoms. His blood glucose value at that time was "hi". The symptoms continued throughout the day and the customer went to the hospital the following morning. At the hospital, the caller's blood glucose measured above 900 mg/dl and he was treated with an IV solution for dehydration and an insulin drip for diabetic ketoacidosis. The caller indicated that his insulin pump was removed upon arrival at the hospital and an attempt was made to reattach the pump the following morning. However, his blood glucose continued to rise, so the hospital advised the caller to again remove his insulin pump. At the time, the caller states he noticed that the tubing was crimped and folded causing a failure of insulin delivery. The caller stated he was released from intensive care the following morning. No add'l info was provided regarding this incident. The minimed insulin pump mentioned in this event is not manufactured or imported by our firm.